Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 408 mg/dl. During troubleshooting, insulin did exit with manual prime. Customer was advised the device was working as designed. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.